Manufacturer narrative:
The following fields have been updated with corrected information. Upon follow up it was clarified that blood exposure did not occur. B5. Describe event or problem: it was reported that while using bd vacutainer® flashback blood collection needle, there was leaking blood at the rubber end after puncture. This occurred with three devices. Health care professional wore ppe. No patient impact reported. H.6. Investigation summary: material #: 301746 lot/batch #: 3145994 bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, there was leaking blood at the rubber end after puncture. This occurred with three devices. Health care professional wore ppe. No patient impact reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, there was leaking blood at the rubber end after puncture, resulting in blood-borne exposure. This occurred with three devices. It is unknown at this time who was exposed to blood, the healthcare provider or the patient, nor if ppe was worn or if there was medical intervention.